Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. This report is for three (3) unknown cortex screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown cortex screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) 2.7 mm cortical screws were removed due to a malunion/nonunion. Patient was initially implanted with three 2.7 mm cortical screws at the distal radius on unknown date. It is unknown if there were any reported issues with initial surgery. The patient did not heal, experienced a malunion/nonunion, and the ¿screws were not in the correct place¿. It is unknown how the issues were discovered. It is unknown if patient reported any adverse events. Patient underwent revision surgery on (B)(6) 2016. All hardware was easily removed and was intact. No reported issues with the hardware. Surgeon implanted a wrist fusion plate and unknown quantity of screws. Revision surgery was successfully completed without surgical delay. Patient status/outcome is unknown. This report is for three (3) unknown cortex screws. This is report 1 of 1 for (B)(4).